Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 10 devices were received. 23 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. 5 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by corrosion. 2 devices were found to be affected by shattered internal components. 1 device was found to be affected by worn internal components. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 27 devices were received. 6 devices were not available for evaluation. Event confirmation status 9 reported events were confirmed. 18 reported events were not confirmed. Evaluation results 18 devices were found to be affected by corrosion. 4 devices were found to be affected by shattered bearings. 1 device was found to be affected by worn damaged bearings. 1 device was found to be affected by worn internal components. 3 devices had no problem found.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 33 previously reported events are included in this follow-up record. Product return status 24 devices were received. 5 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 9 reported events were confirmed. 15 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corrosion. 4 devices were found to be affected by shattered bearings. 1 device was found to be affected by worn internal components. 3 devices had no problem found.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 33 previously reported events are included in this follow-up record. Product return status 24 devices were received. 4 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 9 reported events were confirmed. 15 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corrosion. 4 devices were found to be affected by shattered bearings. 1 device was found to be affected by worn internal components. 3 devices had no problem found.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.